Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned for analysis. Further testing revealed distal conductor blood/body fluid and blood in/on helix.

Event description:
It was reported that the patient's right ventricular (rv) lead had loss of capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.